Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer loaded a new cartridge. The alarm was resolved and insulin delivery was resumed. The customer's blood glucose level was high and an insulin injection was administered to address the bg level.